Event description:
The report stated that during a t & a procedure, the pencil had a flame at the tip as surgeon was cauterizing tonsil bed. The site reported that there was no observed eschar on the tip. There was no injury to the pt.

Manufacturer narrative:
Date of initial report : 05/15/2008. We received four unopened e2350h pencils and 44 unopened e1455b electrodes for eval. No incident samples were returned. All the unopened returned pencils and 5 of the unopened electrodes were tested and all meet specification.